Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right ventricular (rv) impedance measurements of greater than 2000 ohms. It was suspected that the patient's rv lead had been damaged. A surgical revision was performed. Upon inspection of the lead and with fluoroscopic imaging, no lead damage was noted. The lead was surgically abandoned and replaced and this device remains in service. No additional adverse patient effects were reported.